Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed electrical safety testing for ground resistance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the ac receptacle was replaced to resolve the malfunction. The device was recertified and returned to the customer. No product was returned to zoll medical us. Analysis for reports of this type has not identified an increase in trend.